Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 2.9, lab: 17.97. Time between tests: 2 hours. Therapeutic range: 2.0-3.0. Nurse called reporting discrepant low results for one pt on (B)(6) 2013. Pt tested on inratio the morning of (B)(6) 2013 and received a 2.9. Later that morning, about 2 hours later, pt was sent to the lab and received a 17.97 inr. Pt has excessive bruising on arms, neck, and back. Pt was admitted to the hospital on (B)(6) 2013 and received a vitamin k injection. Pt was released from hospital on (B)(6) 2013.

Manufacturer narrative:
Investigation pending.